Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Reportedly, the cause of the low bg level was not confirmed; however, the customer stated the suspected cause could possibly be a car crash. The customer consumed glucose tablets, a granola bar and drank juice to stabilize impacted bg level.